Event description:
Customer was admitted to hospital for high blood glucose. The nurse specialist called to test the pump and ran 3.0u and insulin exited. Then ran high pressure test and the pump alarmed under 5.0u.